Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the capsule did not implant/adhere to the esophageal tissue, resulting in it falling off. There was no reported patient outcome.